Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/08/2016, it was reported that the audio bolus button was under responsive. There was reportedly moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2016 with the following findings: a visual inspection of the pump showed that there was moisture visible throughout the display lens. During testing, the audio bolus button responded properly. The button cover was removed and no contamination was found. The pump failed a leak test due to an unrelated cracked in the pump casing. The pump cover was opened and moisture was found throughout the pump.